Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the lead site and pocket site. Symptoms were fever and a little bit of pus. Antibiotics were prescribed. The infection was not device or procedure related. The patient underwent an explant procedure.